Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample; however, no root cause could be determined. A visual inspection was performed a loose cap in the unopened pouch noted.

Event description:
It was reported that a customer had a misassembled transfer set found before use. It was reported that a loose cap from the patient adapter was found inside the unopened pouch of the transfer set. There was no patient involvement, patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Upon completion of baxter's investigation, a follow-up will be submitted.